Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5080607) on 05-nov-2018. The most recent information was received on 26-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of embedded device ("one of the coils was embedded in my uterine muscle"), arrhythmia ("heart arrhythmias"), arthralgia ("joint pain") and metal poisoning ("metal poisoning") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included curcuma longa rhizome (turmeric), levothyroxine sodium (synthroid), vitamin b complex and vitamin d nos (vitamin d). On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced allergy to metals ("in 2016 learned that essure is 56% nickel, which I am allergic to"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), arrhythmia (seriousness criterion hospitalization), arthralgia (seriousness criterion disability), metal poisoning (seriousness criterion medically significant), pelvic pain ("severe pelvic pain/ constant pain"), rash pruritic ("strange itchy rashes"), food allergy ("food sensitivity"), menorrhagia ("heavy periods lasting 14-20 days"), fatigue ("chronic fatigue"), swelling ("swelling"), abdominal distension ("bloating"), alopecia ("severe hair loss"), back pain ("back was hurting badly"), crohn's disease ("crohn's disease"), anxiety ("anxiety"), depression ("depression"), thyroid disorder ("thyroid") and inflammation ("body's inflammatory response to metal") and was found to have quality of life decreased ("quality of life was dramatically effected"). The patient was treated with surgery (surgery to remove the implant/hysterectomy which removed cervix, tubes, uterus with remaining coil.). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, arrhythmia, arthralgia, metal poisoning, pelvic pain, rash pruritic, food allergy, menorrhagia, allergy to metals, fatigue, swelling, abdominal distension, alopecia, quality of life decreased, back pain, crohn's disease, anxiety, depression, thyroid disorder and inflammation outcome was unknown. The reporter provided no causality assessment for abdominal distension, allergy to metals, alopecia, anxiety, arrhythmia, arthralgia, back pain, crohn's disease, depression, embedded device, fatigue, food allergy, inflammation, menorrhagia, metal poisoning, pelvic pain, quality of life decreased, rash pruritic, swelling and thyroid disorder with essure. The reporter commented: an injury (disability), hospitalization, permanent damage was mentioned but not specified and /or assigned to one of the events. In 2017, I was supposed to have undergone surgery to remove the implants one of the coils was embedded in any uterine muscle and the other coil was "accidently left behind". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"E" was initially received via regulatory authority (food and drug administration, reference number: mw5080607) on 05-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of embedded device ("one of the coils was embedded in my uterine muscle"), arrhythmia ("heart arrhythmias"), arthralgia ("joint pain") and metal poisoning ("metal "poisoin"") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included "colecalciferol" (vitamin d), curcuma longa rhizome (turmeric), levothyroxine sodium (synthroid) and vitamin-b-"komplex" standard (vitamin b complex). On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced allergy to metals ("in 2016 learned that essure is 56% nickel,which I am allergic to"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), arrhythmia (seriousness criterion hospitalization), arthralgia (seriousness criterion disability), metal poisoning (seriousness criterion medically significant), pelvic pain ("severe pelvic pain/ constant pain"), rash pruritic ("strange itchy rashes"), food allergy ("food sensitivity"), menorrhagia ("heavy periods lasting 14-20 days"), fatigue ("chronic fatigue"), swelling ("swelling"), abdominal distension ("bloating"), alopecia ("severe hair loss"), quality of life decreased ("quality of life was dramatically effected"), back pain ("back was hurting badly"), crohn's disease ("crohn's disease"), anxiety ("anxiety"), depression ("depression"), thyroid disorder ("thyroid") and inflammation ("body's "inflammtory" response to metal"). The patient was treated with surgery (surgery to remove the implant/hysterectomy which removed cervix,tubes,uterus with remaining coil). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, arrhythmia, arthralgia, metal poisoning, pelvic pain, rash pruritic, food allergy, menorrhagia, allergy to metals, fatigue, swelling, abdominal distension, alopecia, quality of life decreased, back pain, crohn's disease, anxiety, depression, thyroid disorder and inflammation outcome was unknown. The reporter provided no causality assessment for abdominal distension, allergy to metals, alopecia, anxiety, arrhythmia, arthralgia, back pain, crohn's disease, depression, embedded device, fatigue, food allergy, inflammation, menorrhagia, metal poisoning, pelvic pain, quality of life decreased, rash pruritic, swelling and thyroid disorder with essure. The reporter commented: an injury (disability) ,hospitalization, permanent damage was mentioned but not specified and /or assigned to one of the events. "In 2017, I was supposed to have undergone surgery to remove the implants one of the coils was embedded in any uterine muscle and the other coil was accidently left behind." Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.